Manufacturer narrative:
Concomitant medical products: 5076-58, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a pocket infection. It was noted that the implantable cardioverter defibrillator (ICD) pocket appeared to be red with the beginning of a pressure sore over the pocket area. When the physician opened the pocket puss was noted oozing from the pocket. Cultures were taken and antibiotic treatment was administered. The ICD system was extracted and will be replaced at a later date. No further patient complications have been reported as a result of this event.